Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing diabetic ketoacidosis and hospitalized on (B)(6) 2020 due to high blood glucose level, hospitalization was for 22 hrs. Blood glucose level was 600 mg/dl and it was treated with insulin drip. Customer stated that insulin pump was damaged at reservoir lip ring. Customer also stated that insulin pump was on auto mode. Customer stated that they did alleging insulin pump for under delivery. Customer did a self test on the insulin pump and the insulin pump did past the self they did a displacement test on the insulin pump and it did pass. We got a no reservoir alert. Customer declined doing the high pressure test. Insulin pump will not be returned for analysis.